Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The power supply connector was removed from the power management board and it read 24 volts of direct current. When the power supply was reconnected to the power management board, it read 1.2 volts of direct current. The fse recommended that the customer replace the power supply. The customer reported replacing the power supply and the issue was resolved.

Event description:
It was reported that the unit had a 24 volt failure. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.